Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that the difficulty grasping was due to procedural conditions of the first single leaflet device attachment (slda) clip; however, the investigation was unable to determine a definitive cause for the reported second slda clip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guiding catheter, 2 implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is being filed under a separate medwatch MFR number.

Event description:
This is being filed to report that the deployed clip (51027u335) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on 02/05/2016, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips (50928u125, 50909u123) were implanted and the mr was reduced to 1+. On (B)(6) 2016, the patient presented with an increased mr grade of 4+, and it was found that the initial clip (50928u125) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2016, a second mitraclip procedure was performed for treatment of the slda. The clip delivery system (cds 51027u335) was advanced to the mitral valve. Grasping was noted to be difficult due to the slda; however, grasping was successful with a good result and the clip was deployed. Immediately after deployment, the clip detached from the anterior leaflet, and remained only on the posterior leaflet (slda). The mr returned to 4+. Due to the patients pre-existing condition, no further treatment will be planned or performed, and the patient has been referred to hospice. An impella was used to stabilize patient, however, the clip did not cause or contribute to the need for the impella. No additional information was provided.